Manufacturer narrative:
The customer reported replacing the gds to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit gave an alarm for "hi pressure line inop. Due to a o2 not available alarm occurrence; the ventilator discontinues oxygen support. No patient harm reported. Patient information requested.